Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (e315 scope error code) was not confirmed. Additional evaluation findings were as follows: the bending angle in the up/down direction did not meet the standard value, the angulation was heavy when the insertion section coiled, switch 1 had a pinhole, and due to the shortcut of the circuit board unit, error code b31 was displayed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite colonovideoscope, there was an e315 scope error code displayed. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an internal board of scope connector having a defect during user handling of the device and an error message was displayed. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.